Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Replacement pump was sent to customer to resolve the issue. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose level was 560mg/dl and trace ketones. Reportedly, the customer went to the emergency room. The customer was treated with intravenous fluids of saline, insulin and potassium. Customer was released the same day, (B)(6) 2025, with issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.